Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the cgm displayed a sensor error and also a missing sensor/transmitter, which occurred four days after the sensor had been inserted. The sensor was inserted into the abdomen. The patient stated that emergency medical services (ems) had treated her at the house a few hours previously due to a hypoglycemic event unrelated to the dexcom. She then had an initial sensor error and when the readings came back on the receiver, the value displayed was around 95 mg/dl. At that time, the patient was feeling okay. Sometime after midnight on (B)(6) 2020, the sensor went back into sensor error again, displaying ???. The patient had some coke and crackers earlier when she felt low but had not eaten dinner yet, and wanted to go to bed, so tried to have her dinner first, but woke up again on the floor to find paramedics there after her husband had called 911 a second time. The device was not alarming this time when she woke up. Ems had started intravenous (IV) therapy and gave her 25 grams of IV glucose. The patient assumed they checked her bg before and after the dose, but she did not know the values as she was groggy but awake. Afterward the paramedics handed her the receiver. She checked it and it was not providing any readings. After ems left, she noticed the transmitter and sensor had fallen off and were missing from her abdomen. The patient could not find them anywhere, which she stated was the reason there were no readings then. It cannot be determined whether the adverse event was caused by the second ??? Event or by the sensor having unknowingly come off the patient¿s body. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. At the time of report, the patient was in stable condition. No product or data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.